Manufacturer narrative:
Continuation of d10: product ID 8781 serial# unknown explanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The initial reason for the catheter procedure was unknown. The implant date and serial number of the pump that was connected to the catheter at the time of the catheter revision was unknown. The implant date and serial / lot number of the catheter explanted on (B)(6) 2025 was unknown. It was further reported that no health impact occurred to the patient regarding the event. The issue was resolved regarding catheter replacement. The detached fragment of catheter was returned to the manufacturer; however, the status of the remaining parts is unknown. There were no known particular issues noted during the catheter revision that could have led to the rupture of the catheter. It was further stated that the possibility of damage or severance caused by instruments during surgery is considered low.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving unknown medication via implanted infusion pump. It was reported that during catheter replacement surgery, the spinal side of the catheter was found to be ruptured. When the anchor was released to remove the catheter, the spinal side of the catheter that had been placed in the intrathecal space was not pulled out and there was a sensation as if it had detached from the point of fascia insertion. The ruptured section was located in the area embedded in the fascia, making damage or cutting by surgical instruments during the procedure unlikely. It is highly probable that kinking (bending) of the catheter led to rupture due to aging deterioration. No further information was provided.

Manufacturer narrative:
H3: the returned partial catheter included the proximal segment, pin connector, distal segment, and anchor. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified two kinks in the catheter body located distal to the anchor. Visual inspection also identified that the distal end was highly compressed and consistent with pinched breakage. Regarding the break in the catheter body, analysis noted that the elliptical shape to the lumen indicates the catheter had been compressed prior to breaking. A hole in the catheter at the location of a kink was also identified, and leaking was seen during pressure testing. The hole is consistent with repeated flexing of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the reason for initial catheter replacement surgery was that during a routine pump replacement in (B)(6) 2025, a catheter drug removal could not be performed. Subsequently, there was a concern that the therapy might not be effective. In august, an angiographic examination was performed again, but drug aspiration and removal from the catheter could not be achieved, leading to its abandonment. The catheter was replaced in september. The remaining part of the spinal-side catheter was not removed. The pump-side catheter was fully replaced in september.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial#(B)(6) explanted: (B)(6) 2025 product type catheter; ubd: 2020-ma y-08; UDI: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.